Event description:
It was reported that tubing kinks over at the top of the meter on most all urine meters.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned three photo sample noted one opened (without original packaging), used bard 350ml urine meter drainage bag. Visual inspection: review of the submitted photos noted the following observations: photo 1: the drainage bag was hooked onto the bed railing, with a kink observed in the inlet tubing at the top of the urine meter. Photo 2: a closer view confirming the kinked inlet tubing at the top of the urine meter. Photo 3: the urine meter drainage bag was shown placed inside the tray. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. The device history record review could not be performed without a lot number. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that tubing kinks over at the top of the meter on most all urine meters.